Manufacturer narrative:
This report is submitted on october 20, 2022.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). The magnet was placed back into correct position without surgical intervention. The implanted device remains.